Manufacturer narrative:
Root cause: the true root cause of the reported issue is unable to be determined due to a lack of sample or lot number reported. Potential root causes have been identified but are not limited to the following: failure to follow the instructions for use or vendor component failure. Corrective action: due to the investigation and root cause determination, a corrective action has not been taken. Investigation summary: an internal complaint (B)(4) was received that a wound dressing (part number 46-907) was breaking apart during a dressing change. The reporting customer failed to identify a lot number. Therefore, a device history record and work order review could not be conducted. Additionally, without a lot number, the correct raw material supplier cannot be identified. Representative samples of the product were evaluated, and the reported issue could not be duplicated. The 2014-2016 supplier corrective action request and supplier notification letter logs were reviewed for similar complaints. No similar complaints were identified. From 2015 to present, deroyal has sold (B)(4) each of finished good (B)(4). No previous reports of this issue have been received prior to the customer filing three separate complaints. Deroyal will continue to monitor postmarket feedback and will recognize in the future if a trend develops. Preventive action: due to the investigation and root cause determination, a preventive action has not been taken. The investigation is complete. If new and critical information is received, this report will be updated. Device not returned.

Event description:
The white foam was breaking apart in the wound during dressing change. The product was being used with a negative pressure wound therapy pump. The foam ultimately was removed and no patient injury reported.